Manufacturer narrative:
The manufacturer previously reported information that a ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the initial evaluation of the device at the manufacturer's service center, the device failed a test step during testing. The device's active exhalation control module needs to be replaced to address the issue. The proportional valve and solenoid valve were returned to the product investigation laboratory (pil) for further evaluation. Pil visually inspected the trilogy evo proportional valve for visual defects and found none. Pil installed the trilogy evo proportional valve on the trilogy evo test unit and then tested the proportional valve on the pil trilogy evo multifunctional test station for aecm verification at pretest and aecm verification at posttest and passed all testing. Pil concluded that the proportional valve operates as designed. Pil visually inspected the trilogy evo solenoid valve for visual defects and found none. Pil installed the trilogy evo solenoid valve on the trilogy evo test unit and then tested the solenoid valve on the pil trilogy evo multifunctional test station for aecm verification and solenoid current verification at pretest and aecm verification at posttest and passed testing at posttest, however failed aecm verification testing at pretest. Pil suspects that internal contamination caused the failure of the solenoid valve.

Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the initial evaluation of the device at the manufacturer's service center, the device failed a test step during testing. The device's active exhalation control module needs to be replaced to address the issue.